Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep found the single board pcb was not completing boot-up. The rep completed several corrections including replacing the single board computer with the sbc kit, replacing the image processor to make it compatible and replacing the hard drive. The system operates as intended.

Event description:
It was reported that the 6800 system was booted prior to use. When the customer decided to use the system it locked up prior to being used. It had to be rebooted several times before it worked. The system was used to completed the procedure. No pt injury was reported.